Event description:
Info received indicates the left intermediate siderail will not latch into up position.

Manufacturer narrative:
The tech removed the siderail latching mechanism, cleaned and reinstalled it to repair the bed.